Event description:
The patient's vendor reported that the patient's infusion set became disconnected from the infusion device adapter and his shirt was wet with insulin. The adapter had been in use for 3 weeks. This issue has occurred 4 times beginning 2009. His blood glucose has been elevated to 387-400 mg/dl as a result. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient was sent replacement infusion sets. The alleged infusion sets were discarded. No product will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report. No product will be returned for evaluation.